Event description:
It was reported that an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer performed a supply change and resumed insulin therapy successfully. Reportedly, the cartridge was in use for over 48 hours.